Manufacturer narrative:
The endeavor resolute rx coronary drug eluting stent is similar to the resolute integrity rx coronary drug eluting stent, which is marketed in the us. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one endeavor resolute rx coronary drug eluting stent to treat a moderately tortuous and calcified lesion located in the mid lad with 60% stenosis. The device was inspected with no issues noted. The lesion was predilated. The device did pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used. It was reported that the stent failed to cross the lesion and stent deformation occurred in vivo during positioning. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.